Manufacturer narrative:
H.6. Investigation summary: DHR for lot 8243975 revealed the following: a total of (B)(4) were manufactured on nfa line 2 from 4sep18 through 11sep2018 no other significant findings were observed. Although samples were not received, a photo was provided for observation of this reported incident. Visual/microscopic evaluation: the defect of decoupling issues was confirmed based on the observations of the photo provided for this incident, which resulted in needle shielding failure. Confirmed the unit in the photo shown indications of having decoupled prior to the needle being pulled back into the tip shield. Anomalies or damage to any of the components which could result in hindering the unit from disengaging and/or decoupling properly could not be confirmed as the photo did not provide sufficient evidence. Conclusion(s): relationship of device to the reported incident: manufacturing. Confirmation of the reported defect of needle shielding failure was conclusive based on the findings of decoupling issues observed in the photo provided for this incident. Although the root cause is manufacturing related; without the actual affected unit for observations and/or testing a definite source could not be determined, as the photo did not provided sufficient evidence.

Event description:
It was reported that the safety shield device on the bd nexiva¿ closed IV catheter system failed to cover the needle "as the white and grey part separate".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Other occupation: professional lead quality governance & standards ¿ special care dental service. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield device on the bd nexiva closed IV catheter system failed to cover the needle "as the white and grey part separate".